Event description:
The patient went in for a pump refill on (B)(6) 2015. The pump dose was increased from 339.6 to 369.7 mcg/day (compounded baclofen) and 1.69 to 1.8486 mg/day (dilaudid). The ptm (personal therapy manager) had previously been programmed as 33 (compounded baclofen) and .165 mg (dilaudid) with a duration of 2 minutes, a 3 hour lockout, a dose restriction interval of 1/3:00 hrs, and max activations of 4/day. At the appointment, a programming error was made and the ptm was programmed to 369.7 mcg (compounded baclofen) and 1.8486 mg (dilaudid) with a duration of 23 minutes, a 3 hour lockout interval, a dose restriction interval of 1/3:00hrs, and max activations of 4/day. The patient gave herself a bolus with the ptm at approximately 6:50pm on (B)(6) 2015. She was found unresponsive by family members and transported to hospital where the hospital administered narcan. The patient was hospitalized. The patient had overdose symptoms of respiratory depression. At approximately 11pm, the ptm was turned off and the pump was programmed back down to 339.6 mcg/day (compounded baclofen) and 1.6979 mg/day (dilaudid). On (B)(6) 2015, the pump was programmed down to minimum rate which was 6.1mcg/day (compounded baclofen) and .0304 (dilaudid). As of (B)(6) 2015, the pump had been titrated back up to 200 mcg/day. The patient was home, completely recovered, and doing well.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).